Event description:
It was reported that the customer had a keypad anomaly and a failed battery test on the insulin pump. Customer stated that the down arrow button was not clicking. Customer received a failed battery test about 5 times, but finally got it to work. Troubleshooting was performed and customer did not receive another failed battery test. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self-test and off no power tests. No failed battery alarm was noted. The insulin pump was received with intermittent button response due to flattened down button dome switch. The insulin pump was also received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.